Event description:
(B)(6) / in (B)(6) 2025 a dexcom g7 had a reading of 150 consistently throughout the day. Then, my 9-year-old threw up. We decided to check her blood sugar by finger poke, she was 525. She had 3.0 blood ketones and had to go to the emergency department. The g7 10 day¿s are very inaccurate; they do not last longer than 5 days. Lately they have only been lasting 3 days. They are inconsistent, and the readings that are wrong are dangerous to type 1 diabetics. Additional product details: this is a constant issue, not just solely this dexcom g7. My 9-year-old is a type 1 diabetic, we have been on the dexcom g7 for 3 years. In the last year we have never had a dexcom work longer than 5 days. The readings have been over 150 points wrong. For example, this last dexcom said she was 345 when she was really 112. This is a common issue.